Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was inoperable. A field service engineer inspected the drawer and found a visible damage on retractor band, heat produced around a single connection pin with copper damaged and solenoid shorted in a single place. The drawer was replaced to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed frequently. During device inspection a field service engineer found evidence of electrical short on retractor band between drawer board and bus communication board. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer failed frequently. During device inspection a field service engineer found evidence of electrical short on retractor band between drawer board and bus communication board. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information; b5,d1, d4, d5, d9, h2, h4, and h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-may-2022 to 01-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was inoperable. A field service engineer inspected the drawer and found visible damage on retractor band, heat produced around a single connection pin with copper damaged and solenoid shorted in a single place. The drawer was replaced to resolve. The system functioned as intended.